Event description:
It was reported that the port was implanted in 2001 for chemotherapy. The catheter was placed in the left subclavian using infraclavicular approach. A chest x-ray was taken and it revealed that the port catheter had separated and migrated. The catheter was then removed using a snare, and the port was explanted. There were no further complications.